Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2025-14021. It was noted that the pacemaker was found in backup mode. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance and failure to capture. The patient experienced slow heart rate around 45 bpm and sepsis. The pacemaker was explanted and replaced. The ra lead was still implanted. The patient was in stable condition throughout the procedure.